Event description:
The customer confirmed the patient was under extended anesthesia/sedation and the device was inspected per instruction for use prior to being used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon caused by the user was handling the device, leakage occurred from scope connector cover, which led to water invasion of the device, then abnormality of electronic parts. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: -inspection of the endoscopic image "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." "If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was producing an e315 communication error. The issue occurred during a diagnostic colonoscopy that was completed using the similar device, olympus pcf-h190dl with serial number 2615764. While the other device was retrieved, there was a 30-minute delay, but there were no reports of patient harm or impact as a result of the delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was producing an e315 communication error. The issue occurred during a diagnostic colonoscopy that was completed using a similar device. While another device was retrieved, there was a 30-minute delay, but there were no reports of patient harm or impact as a result of the delay.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the electrical insulation needed improvements, the device was producing an e216 error, the distal end plastic cover had scratches and dents, the light guide lens had chips, the adhesive on the protective coating of the bending portion of the device was cracked, the insertion tube had scratches, there were leaks at the protective coating on the scope, the switches were nonfunctional due to the e216 error, there were signs of water at the scope connector, and the angulation knob had reduced function. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.